Event description:
It was reported that this pacemaker device was found to be in safety mode. Ts recommended device replacement. This device remains in service. No adverse parents effects were reported.